Event description:
It was reported that shortly after an upgrade from a single-chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), recurrent ventricular arrhythmias have persisted with this patient. Persistent atrial fibrillation (af) was described with no right atrial (ra) elements. Attempts to change the left ventricular (lv) vector and offset in biventricular (biv) pacing yielded no change (the arrhythmias persisted). The patient was not originally implanted nor monitored by the reporting healthcare facility which found no information regarding pre-existing ventricular disorders. ICD check prior to upgrade showed no arrhythmias. The patient was seen in-clinic, and the device was reprogrammed to rv only pending technical services (ts) analysis. No adverse patient effects were reported. This crt-d remains in service.